Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) would swap the machine as the home patient (hp) found a hole in the cassette when the door was opened. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(6) 2012 and he said the leak was on the second line, there was a small hole in the tubing. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded but the lot number was known, therefore no evaluation could be performed on a sample. A batch review could be performed. A follow-up report will be filed if any additional information becomes available.